Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during implant of an atrial pacing lead a disgorgement occurred and the atrial lead was sensing r waves. The lead was revised but the lead remained unstable and was removed and replaced. No patient complications have been reported as a result of this event.